Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient explained that she is having hip problems (pain) and needs revision surgery but is unable to have it approved because of her copd.